Event description:
Note: event date is unknown. It was reported to boston scientific corporation that in 2009, a y-port feeding adaptor was replaced during a percutaneous endoscopic gastrostomy procedure. According to the complainant, the adaptor cap has torn off and the patient experiences leakage due to the cap not being on the top.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.